Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation. The reported event of loose or intermittent connection was not confirmed. As received, a device was returned for analysis. Final analysis found the setscrew was able to be tighten and untighten properly. No other anomalies were identified.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the setscrew of the pacemaker could not be tightened. The reported device was not installed and a separate device was implanted for the patient on (B)(6)2020. The patient was in stable condition.